Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the  patient would like to discuss replacement of ins. Upon connecting to ins, lead select showing impedances of 40,000 to electrodes 0 and 4. Red x present indicating do not use these electrodes. Patient denies issue with system despite these impedances. Reprogramming completed around this electrodes and patient reports happy with programming. This was discussed with managing pain provider at end of session. Issue is resolved

Event description:
Additional information was received, it was reported the patient denied issue with stimulation or adjustment of stimulation. The issue was only discovered upon connecting to ins, the cause of the event was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.